Manufacturer narrative:
The complaint investigation, including root cause determination, is in progress.

Event description:
A doctor of optometry reports a custom pt with topographically-observed "central islands" (corneal irregularities) following a custom myopia with astigmatism laser procedure. This report is for the right eye, the left eye is being submitted under manufacturer number 1061857-2007-00122. At approximately 2.5 months post-op, the right eye exhibited a 2-line decrease in bcva. Ucva improved from 20/cf to 20/50-. Additional information has been requested. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Pts with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.